Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has been having issues with her blood glucose. Customer stated she ate a sandwich and five hours later, she continues to have high blood glucose over 500 mg/dl. She also has been having problems with the sensor. Current blood glucose was 219 mg/dl. Customer declined troubleshooting for high blood glucose and requested assistance with the sensor. The insulin pump is not returning for analysis.